Event description:
It was reported that the implant dislocated 3 months after the operation, the patient was sleeping and there was no trauma reported. There was a closed reduction performed under anesthesia to reduce the joint. The surgeon was not able to redislocate and is unsure of what caused this incident. There were no implants removed.

Manufacturer narrative:
The reported event could be confirmed, since a medical review of the provided x-rays by a hcp, determined that there was evidence of a dislocation. Device was not returned, as it remains implanted. The clinical operations team has already performed at least 2 attempts to the investigation site in order to collect data related to this patient case. All available information is already documented within the complaint/pi. The device inspection revealed the following: since data was provided, the opinion of a medical expert was sought and stated as follows: ¿the preoperative ap x-ray from (B)(6) 2021 shows a concentric osteoarthritis and a staple in the greater tuberosity. The postoperative ap x-ray shows a well-placed perform stem with a wedged glenoid baseplate (tornier perform reverse augmented glenoid). The humeral component is well-centered to the glenosphere. In this ap direction, the version of the baseplate cannot be accurately assessed. The follow-up ap x-ray shows no signs of traumatic lesions to the shoulder skeleton, no signs of loss of fixation of the rtsa implant. Without further information the root cause cannot be determined. Most likely loss of muscle tension during sleep and unintended positioning of the arm during sleep has contributed to this event.¿ based on investigation, the root cause was unable to be determined. A review of the device history was not possible because the lot number was not communicated. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. No indications of material, manufacturing or design related problems were found during the investigation. If the device is returned or if any additional information is provided, the investigation will be reassessed.

Event description:
It was reported that the implant dislocated 3 months after the operation, the patient was sleeping and there was no trauma reported. There was a closed reduction performed under anesthesia to reduce the joint. The surgeon was not able to redislocate and is unsure of what caused this incident. There were no implants removed.

Manufacturer narrative:
Correction: h6 health impact code.